Event description:
The respiratory therapist was in the patient's room to do rounding and heard the ventilator functioning properly. When the respiratory therapist went to write down numbers, the screen was blank and the ventilator was not alarming. The respiratory therapist noticed that the device was not triggering breaths and that the patient was not breathing. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator while another rt brought a new ventilator. The customer stated that the patient never dropped spo2 and no patient harm was associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 97.5 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm volume test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, the suspect device is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the enve ventilator stopped functioning with no alarms while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.